Event description:
Pt reported the pump that was sent to them was not working after first day. Pt unsure of exact issue but pt's nurse put a note in the box to upon receipt of pump return. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 60gm. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Multifocal motor neuropathy.